Manufacturer narrative:
(B)(4). Batch # p92249. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? There were no errors on the display did the device pass the pre-test? The pre-test was run successfully had the device been working and then stopped? There were no issues regarding the generator itself. Did a different issue occur? Yes, the reason of our concern was the white tissue pad which was detached from the branch and therefore we were not able to proceed with harmonic scalpel. Did the white tissue pad detach? Is the white tissue pad completely missing from the clamp arm? Initially, it was detached partially with further complete separation from the branch. Photos have been provided for analysis but have not yet been analyzed. Once analysis is completed on photos, a supplemental medwatch will be sent.

Event description:
It was reported the during a gastrectomy procedure, the device didn't work. It appeared detachment occurred on the upper branch. The surgeon replaced the device and completed the procedure. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Additional information: only photo images were received. Device not available to send back for analysis per affiliate. Customer provided four photos for review and the device is now unavailable to send back for analysis per customer/affiliate. The images provided by the customer are of what appears to be the clamp arm interface of an harh harmonic instrument. All the images show a damaged melted tissue pad. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The tissue pad was not detached as reported by the customer. Because the instrument was not returned, our evaluation is limited.